Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted to address the issue.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead caused ineffective therapy.

Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: scs quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005354. Common device name: scs quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005354. Common device name: scs quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005354.